Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported that she was developing a rash under the therapy electrodes and had removed the device. During a follow up the patient reported that everywhere the therapy electrodes touch results in the same kind of rash she gets from her latex allergy. The rash was reported to be red and itchy and the shape of the therapy electrodes under all three electrodes. During a subsequent follow up it was reported that the patient's doctor prescribed a cream. The patient reported that the rash had improved and she was wearing the device again. No allegation of a device malfunction.